Event description:
Reportable malfunction: on 8/16/99, novo nordisk a/s received a novopen 3 device with the following complaint: "no specific complaint recorded." There was no indication of an adverse event. On 8/29/99, novo nordisk established that the collar on the piston rod nut was broken off. The device was tested for dose accuracy at dose sizes of 2,5,10 and 20 iu ( 1 iu=10mg). Conclusion- the fault "collar on piston rod nut broken off." Has been evaluated as a reportable malfunction.